Event description:
The surgeon operated on a pt with a long history of pelvic pain in 2002. Their pain was specifically in the right lower quadrant. They also had endometriosis which was biopsied and some adhesions which were lysed. The surgeon also performed a right salpingo-oophorectomy. The procedure was performed laparoscopically. At the end of the procedure he instilled 300ml of intergel. On day 6 the patient began to experience pelvic pain which increased over the next several days. They returned to the surgeon and requested a hysterectomy. Because of their persistent pain, a hysterectomy was performed. The surgeon noted at that time, diffuse peritoneal inflammation. The pathology showed fibrinous adhesions and extensive serosal inflammation with granuloma formation. There was no evidence of the infection in the peritoneal cavity.